Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed juice to address their bg level. No additional patient or event information was available. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested the bolus. The customer acknowledged and continued using the pump for insulin therapy.